Event description:
It was reported a patient was moved from a bed onto the cot. It was alleged the cot slid down and to the right. Customer states that it is not yet possible to say whether the patient was injured or not.

Manufacturer narrative:
Further info found to be relevant by the MFR will be submitted in a f/u MDR.